Event description:
It was reported that the insulin pump squirted out insulin during prime when customer changed reservoir. Customer's blood glucose was 6.1mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and compromised force sensor. The insulin pump primed properly. There was no prime anomaly or rewind anomaly noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.